Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during testing conducted at the user facility after the button was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that ¿the button you press is stuck in the on position however will not operate¿ could be confirmed regarding the non-working blade locking function. The visual in-house inspection revealed scratches and grooves on the housing of the device. Furthermore it was found that the sensor covers, the battery positioning pin and the battery poles are in good condition. Within the functional inspection the qdm did work in forward and reverse direction and a manual rotation of the driveshaft was possible. The dis-/assembling function of the blade receiver of the qdm was jammed. After disassembling the front part of the qdm (blade receiver area) residues (most likely dried body fluids) were visible on the surface of the inner blade receiver and the inner and outer side of the collar. These residues caused a jamming of the blade receiver function resulting from an insufficient drying \ cleaning and / or maintenance procedure. Based on investigation the root cause can be attributed to user related issue. Due to an insufficient cleaning and / or maintenance procedure the blade receiver function was jammed. Indications for a design, material or manufacturing related issue could not be found in the investigation. Therefore no corrective and / or preventive action is deemed necessary at this time.

Event description:
It was reported that during testing conducted at the user facility that a button was stuck in the on position and will not operate. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Based on the investigation it was found that the device was not identified to have run-on.